Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. The catheter was returned and visual inspection identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 38mcg/day) via an implantable infusion pump. It was reported that during a normal pump replacement due to elective replacement indicator (eri) the catheter was checked and unable to be aspirated. The catheter was cut multiple times to check flow along the way with no luck. The decision was made to replace the entire catheter with a new two-piece catheter utilizing a 8784 and 8782. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.